Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00813. This is a duplicate report to MFR report # 2916596-2018-00814 and 2916596-2018-05792.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that a percutaneous lead (driveline) replacement was performed due to the driveline not being able to be released from the epc system controller. The healthcare professionals wanted to upgrade the patient¿s lvad system from an epc system controller to a pocket system controller, but could not get the driveline to release from the epc system controller. On (B)(6) 2018 technical services performed an external driveline replacement due to the inability of the percutaneous lead to be disconnected from the system controller. Technical services removed the driveline from the system controller as was within the process of performing the replacement. The stuck lead was dislodged. The replacement occurred without issues. The patient was upgraded to a pocket system controller. The healthcare professionals did not attempt to remove the driveline prior to the percutaneous lead repair due to the potential damage to the driveline and possibility, it would not reconnect or start the pump back up. They were extra cautious due to the patient¿s aortic valve (av) being oversewn.